Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low glucose device scan results on the 6th day of wearing the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Due to low readings, the customer experienced sweating and self-treated with glucose and other sugary food, however, the customer's blood glucose remained low with a value of 2.9 mmol/l. Ambulance was called to the customer's home and upon arrival, a blood glucose result of 17.0 mmol/l was obtained on their device compared to result of 2.9 mmol/l obtained on the adc device and the customer was taken to the hospital. When the reported results are plotted on a parkes error grid, they fall into the "d" zone showing the difference in values to be clinically significant. The customer was presented to the hospital and was administered with insulin (type/dose unspecified) as treatment to lower and stabilize the customer's blood glucose. Upon leaving the hospital, the customer's blood glucose was measured at 8.2 mmol/l. There was no report of death or permanent impairment associated with this event.